Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. Upon receipt, functional testing was unable to replicate the capacitor charge timeout. The cause of the charge timeout was undetermined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented via remote transmission, capacitor charge time limit reached was noted on the device. The patient presented in clinic when the charge time limit reached was confirmed. The device reached eri one day after the check on (B)(6) 2020. The device was explanted and replaced. The patient was stable.